Event description:
It was reported that pt told their mother that their implant was no longer functioning. The pt no longer reacts to direct speech. The mother had the impression that the pt sometimes hears and sometimes not. The mother can also not rule out that the pt had fallen as they are very active. A further examination of the implant a week later showed telemetry measurement with "poor coupling to the implant".